Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No product evaluation was performed since the graft was not returned to the manufacturer. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing of three products coated on the same day than the complaint device indicated values well within product specifications. A reserve sample from the same coating period than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. No leakage was observed and no poor collagen adherence was noted during the test. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective. In addition, it was reported by the institution that this event would appear to have not affected the procedure.

Event description:
During an ascending aorta replacement procedure, it was reported a blood oozing at the graft branch used for ecc. The graft remained implanted. There was no reported patient injury.